Event description:
It was reported that during service by a manufacturer field service technician at the user facility the power cord was observed to be frayed. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during service by a manufacturer field service technician at the user facility, the power cord was observed to be frayed. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported exposed copper wires of the power cord was confirmed by a manufacturer field repair technician through visual inspection. This can occur due to the cord being exposed to rough surfaces, sharp edges or corners. The device was repaired at the user facility and returned to service.